Manufacturer narrative:
Device evaluated by manufacturer; a visual examination of the stent found stent damage with struts in the distal end lifted and pulled proximally. The undamaged stent od outer diameter was measured using a snap gauge and the result was 0.0425", this is within maximum crimped stent profile measurement as per specification 0.055". The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip found tip damage. A visual and tactile examination of the hypotube found a kink located at 56.6cm from the distal tip of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04nov2020 it was reported that crossing difficulty occurred. The 85% stenosed target lesion was located in left anterior descending artery. A 50 mm x 32 mm promus element plus drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a stent damaged.